Manufacturer narrative:
The complaint device was not returned; therefore, no product analysis was performed. However, it was stated as per product investigation that the cautery damage was unintentionally induced during a revision procedure. Hence, it was concluded that this was an unintended use error cause or contributed to event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was damaged due to the bovee. Hence, this ra lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was damaged due to the (B)(6). Hence, this ra lead was surgically abandoned. No additional adverse patient effects were reported.